Event description:
It was reported that there appeared to be sixty hertz noise present during an atrial high rate. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.